Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 15f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Three proglides were used and a non-abbott device was also added [post procedure] to reinforce hemostasis. Reportedly post procedure, the patient complained of pain at the access site. An ultrasound was performed and came back negative for pseudoaneurysm. The groin discomfort improved prior to discharge. No treatment was required. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of pain is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.